Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(6) 2015 and could not confirm the reported event of missing sensor wire. A definitive root cause could not be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a missing sensor wire. The sensor was inserted on (B)(6) 2015, and the event occurred on (B)(6) 2015. Patient inserted sensor into arm which is not an approved site of insertion. No additional patient or event information is available.